Event description:
It was reported that the patient had ineffective stimulation on their right side. Surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced with a paddle lead to address the issue. Therapy was restored post procedure. Investigation was unable to determine which of the leads attributed to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000146986.